Event description:
The jetstream g3 was advanced to treat a 3cm lesion located in the mid superficial femoral artery (sfa). A pass was made using the minimum diameter mode and it was then decided to make a pass using the maximum diameter mode where some rpm drops were encountered. An angiogram was taken and a dissection was noted and treated with a stent. Additionally, a small piece of emboli was found in the posterior tibial artery and was adhered to the arterial wall with a stent. Patient was fine and blood flow was restored to the foot.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.